Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "pt appeared in ER with painful hip, surgeon did acet. Revision."